Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The representative confirmed the report that the door would not properly open or close. The rotor was loosened, which allowed the door to be closed. The rotor was then aligned and the controller homed, which resolved the issue. No parts were replaced on the system. A full imaging system check-out was completed following troubleshooting and repair and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system door could not be closed or opened all the way. The system was rebooted and calibration of motion was attempted but also could not be completed. There was no patient present when this issue was identified.